Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappeared.